Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Clinic staff reports a capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device. This relates to the left side.

Manufacturer narrative:
"Visual analysis of the photographs identified: ¿ red particles on the surface of the shell. ¿ encapsulation color yellow. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event."

Event description:
Healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device.